Event description:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the field service engineer determined the dfm100 assy processor needed replaced. The part has not been returned for additional investigation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.